Event description:
It was reported by the abbott technical support the patient's pacemaker was unable to communicate to the transmitter via radio frequency interrogation. The clinic will continue to monitor the patient. No intervention was reported. The patient was reported to be stable.